Event description:
It was reported that device damage and difficulty to recapture occurred. A left atrial appendage (laa) closure procedure was being performed and a 30mm watchman closure device and delivery system (wds) were advanced to the laa. The wds was deployed. Difficulty was encountered in attempting to recapture, and a kink was observed. The wds was removed and exchanged for another to successfully complete the procedure.